Event description:
(B)(4). Cysts , migraine , pelvis pain, back pain, no energy muscle pain, lose teeth, blooded and loss of feeling of my legs because of the pain I'm in .

Event description:
#Medwatcher #followup1 #FDA mw5065643 #(B)(4). Painful intercourse , neck stiffness, heavy bleeding leg pains arm pain , like a start of a stoke , weight gain in pain 34 hours.